Manufacturer narrative:
Device evaluation: returned device was received with the top case front lower left corner was chipped. Right plunger case cracked. No evidence of reported problem in event log was found. During the evaluation of the device no clip found broken however device top case chipped on the front lower left corner. The customer reported condition was confirmed. Based on the evaluation this issue is a result of the customer's physical damage to the device. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical medfusion syringe infusion pump had a "broken clip". No adverse patient effects were reported.